Manufacturer narrative:
The surgery occurred (B)(6) 2014 and amo was only notified of the events on (B)(6) 2014 making impossible to obtain information about the system during the time of the surgery. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Surgeon reported that system created a flap but it was off centered. Surgeon didn't lift the flap and was not able to proceed with the procedure (ablation).

Manufacturer narrative:
Additional information: the concomitant product, patient interface lot# cp01339, manufacturing record was reviewed and the documentation shows that the it was manufactured according to specifications and no deviation was identified when it was manufactured. The patient interface (pi) concomitant product lot# cp01339 was received and evaluated. The cone, suction ring and syringe were visually inspected and meet visual inspection criteria. Circular scribe was observed on the cone lens, which indicates that the pi was used in a procedure. The functional and dimensional tests were performed and showed pass disposition. No failure was detected with the product. The product met specifications and the acceptance criteria. All pertinent information available to abbott medical optics has been submitted.